Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the outer insulation of the lead was observed to have blood ingression and the visual summary analysis of the lead indicated damage at implant. Additionally, analysis comments noted that the breached insulation did contribute to the electrical complaints, and it appears to have been caused at the implant.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds a few months after implant in 2010 and over the years has continue to rise over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.